Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited poor sensing. The decision was made to explant this lead, and a similar lead was implanted without reported complication. This lead had been in service for approximately 9 months. The replacement lead dislodged two days post implant. Attempts to reposition the lead were unsuccessful. The physician elected to explant and replace this lead with a similar guidant defibrillation lead. To date, there have been no reported patient symptoms associated with this clinical observation.